Manufacturer narrative:
Reliability analysis inspected 1 opened and used reservoir performed manual prime test using a new lab infusion set along with insulin pump. Reservoir passed per inspection no occluded anomaly was observed during test. Reservoir connected and locked in place properly.note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer reported that they smelled insulin on the reservoir and in the chamber of the insulin pump. The customer's blood glucose was over 600 mg/dl at the time of incident. The customer stated that they treated the high blood glucose by bolus and manual injection. The customer stated that they experienced nausea. The customer performed troubleshooting and did not found air bubbles, leaks, insulin issues and site issues, and setting issues. The customer performed high pressure test and the insulin pump passed. The customer was advised to change entire set, reservoir, insulin and treat per health care provider's instructions. The reservoir will be returned for analysis.